Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that the patient had a pocket revision in "maybe 2016" to move the ins on the left side over due to issues charging it. The patient reported that this resolved the issue for awhile. Follow-up was conducted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was reported.